Manufacturer narrative:
Product analysis conclusion: the reported screw gear damage, deployment issues, and inaccurate delivery could not be confirmed based on the pre-implant film provided; therefore, the cause of the events could not be determined. Procedural angiograms showing the deployment of the stent and the stent graft position after deployment were not available. There were no obvious anatomical characteristics that could have contributed to these issues. It is likely that these events were related to the reported damage of the screw gear during preparation, but this could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the deployment of the suprarenal stent of a stent graft esbf2514c103e endur iis bif, the back-end screw gear was found to be broken in half. The event occurred during the index procedure treating a 49mm aneurysm. The screw gear appeared to have snapped during device preparation, but the damage went unnoticed until the deployment of the suprarenal struts. It is believed that the damage occurred during pre op, as it did not appear that the scrub tech removed the clear plastic tab before lifting the back end of the device to flush the catheter. The physician was able to manually hold the screw gear to facilitate deployment of the suprarenal struts and successfully capture the tip for removal. However, this device issue impacted the deployment, causing thegraft to land lower than initially intended. Despite this, the outcome was considered satisfactory due to an adequate neck length. No patient complications have been reported in connection with this event.

Manufacturer narrative:
Device analysis summary; device was received with the external slider in the home position. The stent graft had been deployed prior to receipt of the device and was not received for analysis. A detachment was evident to the back end screw gear, with deformation evident to the screw gear and hypotube at the detachment site. The detached section was received alongside the device. Kinks were evident to the graft cover over the spiral member. A bend was evident to the tip. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.